Event description:
It was reported to philips that the system's c-arm was unable to move. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a non-emergency vascular procedure which was completed by using a road map. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arm was not working properly. Analysis of the log file showed geometry not working, which confirmed the malfunction. Upon troubleshooting, the fse found the longitudinal encoder assembly not working. To resolve the issue, fse replaced the longitudinal encoder assembly and calibrated that movement. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.